Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the pinhole in the lens glue and the cracked probe unit was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope for preventive maintenance with no reported complaint. However, during the evaluation of the device, a pinhole in the lens glue and a cracked probe unit were observed. The service repair technician indicated that the most likely cause of the pinhole in the lens glue and the cracked probe unit was a component failure. There was no patient involvement.